Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the subject device tested positive for unspecified drug-resistant bacteria (number and type of bacteria were not informed) despite of being reprocessed twice. The facility had disinfected the subject device with peracetic acid (neodic septo pac). Other detailed information was not provided from the user facility but there was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.